Event description:
A physician reported a pt who was originally skin tested on 2 december 1996 with negative results. Subsequently, the pt was treated without event. On 15 april 1998, the pt was treated in the chin and left cheek, again without event. On 22 april 1998, the pt was treated in the chin, the left cheek, the upper vermilion border, the glabella and the nasolabial folds. Subsequently, the pt stated that sometime in july 1998 (exact date not known), she began to notice intermittent tenderness and puffiness in the right and left lower lip, and the glabella. The pt phoned the physician to report the symptoms on 4 august 1998. On 13 august 1998, the physician examined the pt, and diagnosed the symptoms as hypersensitivity related. On 26 august 1998, the physician prescribed a 6-day medrol dose pak. The pt stated the medication was somewhat helpful in reducing the symptoms, but the physician was reluctant prescribe the medrol again. Since that time, the symptoms reoccurred approximately every 6 days with no known correlation to any dietary or environmental factor. No other medical or surgical intervention was prescribed.